Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an openings assessed as surgical damage, delamination of diaphragm valve assessed as adhesive failure and one opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation seen during explant surgery". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported right side "deflation seen during explant surgery". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "deflation seen during explant surgery". The device has been explanted.